Event description:
During service and repair pre-testing, it was discovered that the attachment "had temperature above specification." This event was not related to surgery. There was no harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. During service and repair pre-testing, it was discovered that the device"had temperature above specification." Reliability engineering evaluated the device and confirmed the reported condition. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.